Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported infection. There is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of unspecified stomach infection remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient experienced a stomach infection coincident with peritoneal dialysis therapy. During follow up call with the patient¿s peritoneal dialysis registered nurse (pdrn) it was reported that the patient had experienced cloudy effluent and fibrin. A pd effluent culture was obtained yielding no organism growth and elevated white blood cell (wbc) count. The patient was initially treated with vancomycin (unknown dose, route, frequency and duration) which reportedly did not resolve the patient¿s unspecified abdominal infection. Subsequently, the patient was treated with ceftazidime (unknown dose, route, frequency and duration). The pdrn stated the patient was not diagnosed with peritonitis however the pdrn was not able to indicate what stomach infection the patient had. Reportedly, the patient¿s symptoms resolved after antibiotic course and the patient continues pd therapy without further issue. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: an actual sample was returned to the manufacturer for physical evaluation. A visual inspection was performed and no issues were found. A simulated treatment was initiated and completed successfully. No issues were found during testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.